Manufacturer narrative:
Concomitant medical products: 8015, (3) 8100, (2) pri tubing, trifuse, PICC line, therapy date: unknown. The customer¿s report of a leak was confirmed. Visual inspection showed a small tear in the silicone segment measuring approximately 0.022 inches long. Functional testing and pressure testing confirmed leaking from the tear. The root cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Event description:
The customer reported that tpn, lipids and maintenance fluids were infusing through a trifuse to a PICC line, with each infusion via a primary line and separate pump channel. The lipids set was noted to be leaking from a tear in the silicone segment just below the upper fitment. No patient harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing had split and lipids were leaking. There was no mention of patient harm.